Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfzf096 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported the device presents leakage between the needle and connector. Leakage after puncture, near by the punctured site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. The safety mechanism was not engaged. No obvious use residues were observed. Microscopic inspection of the sample did not reveal any evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) hydraulic pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported the device presents leakage between needle and connector. Leakage after puncture, near by punctured site. Additional information received: it was stated there was no reported harm to the patient or the clinician. It is unknown what medication was being administered at the time of leakage. There was no exposure of blood or chemotherapy to patient or clinician.